Event description:
According to the customer, a synchron cx5ce instrument generated elevated phenytoin (phy) results. The event occurred on two different samples (a&b) from one pt. The phy result for sample a was 34.5 ug/ml. The elevated result was reported out of the lab and the physician questioned the results. Sample a was sent to a reference lab for additional phy testing. Sample a was retested at the reference lab and the result was 13.5 ug/ml. Testing methodology used by the reference lab was fluorescent eia. The following day, new sample (b) was collected from the pt and tested for phy on the cx5ce. The phy result for sample b was 35.4 ug/ml. Sample b was sent to a different reference lab that uses the fluorescent eia methodology for additional phy testing. Sample b was retested at the reference lab and result was 17 ug/ml. It is unknown if there has been any change in pt treatment that can be attributed to this event.